Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2012, inratio: 1.2, retest1 inratio: 1.2, md's inratio: 2.4, retest2 inratio: 2.5. Results done within 30 minutes of each other. Patient's target therapeutic range is 2.5-3.5. The 1.2 results occurred on patient's meter and lot number 269015. The 2.4 result occurred on doctor's meter within unknown lot. The 2.5 result occurred on patient's meter with lot 262184.

Manufacturer narrative:
Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012, inratio results: number 1: 1.2, number 2: 1.2, number 3: 2.5, number 4: 2.4, mean: 1.83, sd: 0.72, percent cv: 39.61, result: fail. Reported results produced percent cv greater than 20 percent. Inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. In-house therapeutic donor testing has been performed on reported lot 272417 on (B)(4), 2012. Results as follows: (B)(4). All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced percent cv less than 16 percent. Precision criteria has been met. No further investigation is necessary. Analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. Patient's current health cannot be ruled out as a cause for unexpected inr results. For no product was expected to be returned, in-house therapeutic sample testing with retain strips met accuracy and precision criteria. (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4) percent. Corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.